Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a failed battery test, battery out limit and blank display from the insulin pump. The customer's blood glucose reading was 357 mg/dl. The customer stated that she put another battery in and received failed battery test. The customer stated that the pump alarmed after battery change. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with constant failed battery test alarm; the problem was isolated to the lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit due to failed battery test alarm. However, the insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.